Event description:
It was reported that during a pfa procedure, a faradrive steerable sheath clear was selected for use, and a leak had occurred at the hemostasis valve. After inserting the farawave catheter, a large amount of air was drawn through the sheath valve during air removal. The air was noted approximately three minutes after the sheath was inserted into the body. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.